Event description:
It was reported that this pacemaker stored an episode of pacemaker mediated tachycardia (pmt), which was terminated by the pmt algorithm during an ambulatory threshold test. The device experienced oversensing and amplitude dropped. A signal artifact monitor (sam) episode was recorded, impedance increase but remain within range and later went back down to normal range. The device remains in service. No adverse patient effects were reported.